Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery. Correction : the correct "device manufacture date" is 11/29/2010, not 11/29/2012 as initially reported. This report is submitted on may 29, 2017.

Manufacturer narrative:
This report is submitted on may 04, 2017.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device, however, the issue could not be resolved.